Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
On (B)(6) 2017, abbott laboratories (B)(4) received an initial report (B)(4) sent by the (B)(6) regarding potentially (B)(6) abbott prism (B)(6) assay results. The following information was provided: on (B)(6) 2017, sample (B)(6) generated (B)(6) results (27.16, 27.63 and 27.89 coi) on the roche cobas analyzer. The sample was sent for confirmatory testing ((B)(6) and generated questionable results by an immunoblot method of ns3 1+. No blood products were distributed from this donation. An archived sample from this same donor ((B)(6)) was tested on (B)(6) 2017 on the roche cobas analyzer and generated a (B)(6) result of 28.03 coi. This archived sample had previously generated (B)(6) results when tested with the abbott prism anti-hcv assay (lot 50561li00) and by a nat methodology on (B)(6) 2015. Blood products distributed from this donation were red blood cells on (B)(6) 2015. There is no impact to donor management reported. Confirmatory testing on this sample (performed on (B)(6) 2017): immunoblot= indeterminate ns3 1+. The data presented is associated with the testing of archived samples post deinstallation of the abbott prism analyzer. Samples that originally tested (B)(6) by the abbott prism anti-hcv assay were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by (B)(6) using various alternate hcv methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) for (B)(6). None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. No testing could be performed for reagent lot 50561li00 as the lot has expired (30 november 2015). No returns were made available from the customer site. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. The service history for prism s/n 1044 was also reviewed and did not identify any service-related issues that could have contributed to the customer complaint. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. The assay failed to meet performance specifications or otherwise perform as intended at the customer site. The affected samples were nonreactive with the prism hcv and nat testing, but roche hcv was reactive with immunoblot testing indeterminate / positive for the samples. However, no systemic issue or product deficiency was identified.